Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred. The download data does contain a pulse width timeout, although it cannot be determined whether this affected the device's ability to deliver insulin.

Event description:
It was reported that the patient's blood glucose level reached 17 mmol/l (306 mg/dl). The pod was worn between 36 and 48 hours on the leg. Hyperglycemia treated by applying a new pod.